Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, the patient's pre-existing condition, patient resistance to medication or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient failed the neurological check and could not feel or move their left arm and leg. The patient was symptomatic prior to the procedure, experiencing right-sided weakness; however, imaging revealed new white lesions, and it was determined to be a new embolic event. Twelve hours post-procedure, the patient regained movement in their right leg but has not regained movement in their right arm. At this time, it is unknown if the reported event is related to procedural issues, the patient's pre-existing condition, patient resistance to medication or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
Additional/updated information can be found in the following fields: b4: date of this report b5: describe event or problem g6: type of report h2: if follow up, what type?

Event description:
This supplemental MDR is being submitted to correct an inadvertent entry error in section b5, see below correction: it was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient failed the neurological check and could not feel or move his right arm and leg.